Event description:
According to the staff at facility: the resident was on a toilet and slipped off the seat and fell to the floor. Staff went and got the tempo lift to pick him up from the floor and had him hooked up to left in a sling. He was approx 4 inches up from the floor when the left shoulder clip broke resulting in the resident falling. The resident does not normally use a lift, but due to the initial fall, the staff picked him up off the floor with the lift. The lift was not examined as it was put back into service after incident. The sling was reported to be worn and soiled along with the broken clip. There was no resident or caregiver injury reported or known.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR bhm medical, inc. (Registration#9681684). Add'l info will be provided following the conclusions of the MFR's investigation.